Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the detached adhesive on the bending section cover, the cause could not be established, and for the detached connection between the bending section and the distal end, the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited a detached adhesive on the bending section cover and also a detached connection between the bending section and the distal end. There was no patient involvement.